Event description:
It was reported that the atrial lead exhibited loss of capture. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).